Event description:
It was reported that seal was compromised. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was open in the box.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. Device evaluated by MFR.: a synergy xd mr us 3.00 x 16mm packaging complaint was returned for analysis. The vendor seal of the inner pouch was opened. Visual examination of the outer box shows the closure strip had been torn open. No other damage was observed. An examination of the inner foil pouch identified a crease/bend was evident on the right side of the foil pouch. An examination identified that the vendor seal on the pouch was partially opened. There was a clear impression of where the vendor seal was present at the opened section of the pouch. The left side corner remained sealed. The delivery system remained within the protective hoop. Two photos were also provided by the customer. A review of these photo images shows the inner foil pouch opened. Returned media confirms the reported allegation.

Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that seal was compromised. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use. However, it was noted that the stent was open in the box.